Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep retrieved the error log files and replaced the image processor printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not save produced images. No pt injury was reported.